Manufacturer narrative:
Cmp-(B)(4). Report source - foreign: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a left hip revision procedure approximately six years post-implantation due to pain, clicking, elevated metal ion levels, pseudotumor, and symptomatic reaction to loosened metal parts. The acetabular shell was revised.